Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported that fluid was found to be leaking during treatment. During follow up the patient's contact reported the cassette had been leaking fluid. The cycler was not returned there was no adverse event associated with the leak event.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.